Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with broken battery tube threads, minor scratched display window, scratched case, cracked reservoir tube and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was missing a piece of plastic. During troubleshooting, customer's mother mentioned customer was hospitalized for diabetic ketoacidosis due to high blood glucose of over 400 mg/dl. Customer experienced nausea, vomiting, thirst, shortness of breath, and rapid heartbeat. Customer was wearing the device during time of hospitalization. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.